Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported following an unrelated surgical procedure on (B)(6) 2018, the patient was unable to establish a connection between the ipg and external devices. It was stated the ipg was not placed in to surgery mode prior to the procedure. The clinician programmer (cp), reflected the error message: "generator not paired. Use the magnet for 10 seconds". Troubleshooting was unable to resolve the issue. As such, the patient may undergo surgical intervention to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced resolving the issue.